Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number for the gemstar tubing set was not provided. The gemstar tubing set has a common device name of 80frn and has a 510k of k060806. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported air in the tubing distal to the filter. The gemstar tubing set was being used to deliver an unspecified medication via a gemstar pump. After an unspecified length of time in use, it was reported "that 5 to 10cm of air" was noted in the tubing distal to the filter. It was reported that the homecare patient stopped the delivery. No air was delivered to the patient. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.